Event description:
It was reported that during implantation, the physician noticed a small tear in the tip of the right atrial (ra) lead. The physician opted to remove and replaced the lead successfully. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).